Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture. An x-ray subsequently confirmed that the lead had dislodged. The lead was then successfully repositioned. No adverse patient effects were reported.